Event description:
On (B)(6) 2013, the lay user/patient¿s sister contacted lifescan (lfs) alleging that the cap for the onetouch ultrasoft lancing device is broken. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(4) 2013, and obtained the following information: the patient was testing with the subject lancing device for 9 years and clarified the issue was with the lancing device¿s onetouch ultraclear cap. The patient indicated she had been using the clear cap (purposely for alternate site testing) and always obtaining blood sample from her arm/wrist. The patient was testing only twice a day and managing her blood glucose with metformin (twice a day) and humalog insulin (as needed before meals, sliding scale). The patient clarified she discovered the alleged issue on (B)(6) 2013. After the alleged issue occurred, the patient indicated she removed the clear cap from her lancing device and replaced it with the onetouch ultrasoft blood sampler cap (the onetouch ultrasoft blood sampler cap is used for finger site testing only). While using the onetouch ultrasoft blood sampler cap, the patient claimed she had not been able to obtain blood samples from either her wrist or arm and she had not been able to obtain an actionable blood glucose reading. The patient indicated she was fully aware the lancing device was design to obtain samples from her fingers; however, at that time she did not wish to use her fingers. According to the patient, as a result of the alleged lancing device issue she lost consciousness several months later and had to be transported to the hospital by emergency medical services (ems). The patient confirmed and clarified she had obtained a blood glucose reading in the 700¿s with either the ems¿s or hospital¿s meter, she was treated with insulin, and was hospitalized for two weeks for hyperglycemia. During the patient¿s time in the hospital, she was repeatedly advised to obtain her blood sample from her fingers. After her release from the hospital, the patient indicated she continues to use the subject lancing device (with the onetouch ultrasoft blood sampler cap); however, she now obtains her sample from her fingers. At the time of troubleshooting, the customer service representative verified there was no misuse of the lfs product. A replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.